Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro-fine ultra¿ pen needle there was a needle from a different batch in the shelf box. In a box of needles from ref (B)(4) batch 8186912, a unit from ref (B)(4) batch 8282628 was found.

Manufacturer narrative:
Investigation summary: three photos of 32g x 4mm pen needle samples were returned from lot. No. 8186912, cat. No. 320562. Visual examination of the returned photos was carried out and it was observed that nano pen needles from lot. No. 8282628 were mixed in a nano pro box from lot. No. 8186912. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Root cause: lot. No. 8186912 was manufactured on line 24 between 17th to 20th august 2018 and packaged on line 654 between 25th to 27th august 2018 and lot. No. 8282628 was manufactured on line 17 between 09th to 12th november 2018 and packaged on line 656 between 15th to 16th november 2018. As the lots were manufactured three months apart and on different lines it is not possible to confirm the cause as manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that before use of the bd micro-fine ultra¿ pen needle there was a needle from a different batch in the shelf box. In a box of needles from ref (B)(4) batch 8186912, a unit from ref (B)(4) batch 8282628 was found.